Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of device. The single use loading unit (sulu) was received fully fired and engaged in interlock. Microscopic inspection of the knife blade noted no damage. Functional testing included loading resetting the single use loading unit (sulu) and reloading it with staples from a test loading unit into a test instrument. The single use loading unit (sulu) and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during an open right hemi-colectomy procedure. The stapler was being used during the anastomosis with the distal ileum and the stump t-colon. Pushing the black thumb knob forward to fire the staples and made the anastomotic staple line. Retracted the knob and checked the status of the staple line. Noticed that the staple line was not complete and there was bleeding from the staple line. In order to resolve the issue and complete the case, used interrupted and reinforcing suture to fix the incomplete anastomotic staple line. There was no patient harm.